Event description:
It was reported that after eight hours of being off cooling protocol blisters were noted on the pt's left leg below the knee.

Manufacturer narrative:
Exact device involved in complaint is not known, therefore, no product will be returned for eval.